Manufacturer narrative:
(B)(4).

Event description:
Pentax medical was made aware of a complaint on (B)(6) 2021, of an "accessory stuck in biopsy inlet piece" involving the pentax medical video bronchoscope, model eb-1570k, serial number (B)(4). The user facility responded to the good faith effort (gfe) request via email on 08-feb-2021, and stated they were unaware of the stuck accessory in the biopsy inlet and that there was no patient involvement. They had called the endoscope in to pentax customer service on (B)(6) 2021, under notification 10149328 for no video image found during pre-inspection checks. The customer owned endoscope was received by pentax medical for evaluation on 29-jan-2021. During evaluation of the endoscope under service order (B)(4), the pentax medical service repair technician found an "accessory stuck in biopsy inlet piece" and documented the following failures on (B)(6) 2021: insertion tube severe crush at stage 1, passed dry leak test, pve electrical connector frame has severe corrosion, umbilical cable buckle at umbilical connector side, passed wet leak test, fluid invasion in pve connector, shield cover corroded, distal body chip at channel opening at thinnest part. The device underwent repairs including the following components: o-rings and seals, bending rubber, distal end assy with tube, light guide cable, shield cover, insertion flexible tube w/segment, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring (1.2x3.5), lg cable connector assy imp-1 ntsc. Pentax medical model eb-1570k, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on 07-jan-2013. Instructions for use (IFU), includes the following warning section 2-1-3: "after using operational/cleaning accessories (e.g., forceps, needles, snares, brushes etc.) With the endoscope, carefully check that all accessories are intact and that no parts have fallen off and become lodged within the endoscope's instrument/suction channel. Furthermore, ensure that any therapeutic devices (e.g., clips, stents, etc.) Passed through the channel are accounted for after use. On 06-apr-2016, pentax issued a u.s. Urgent field correction which is an IFU addendum for endoscopes with instrument channels. This addendum covers any operational/cleaning accessories and therapeutic devices which can become lodged in the endoscope's instrument channel. It reminds customers to carefully check that all accessories are intact, that no parts have fallen off and become lodged within the endoscope's instrument/suction channel and to ensure that any therapeutic devices (e.g., clips, stents, balloons, etc.) Passed through the instrument channel and are accounted for after use. The endoscope is awaiting repair and approved by final qc as of 06-mar-2021.